Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (213- high 300s mg/dl) and insulin injections were administered. During troubleshooting with tandem technical support (cts), air bubbles were observed within the tubing. Reportedly, the customer was using fias insulin in the cartridge. Cts advised the customer that the insulin was not labeled for use with the cartridge. Reportedly, the customer spoke to a healthcare provider regarding switching back to novolog for better results.